Manufacturer narrative:
Follow-up #1: date of submission 10/01/2014. Device evaluation: the device has been returned and evaluated by product analysis on 09/20/2014 with the following findings: the pump powers with the returned battery cap to a dim discolored display. The battery cap is able to fully tighten. The battery cap does not measure within specifications for height and width. A power loss was duplicated. A battery compartment crack was observed below grip pad. Multiple unexplainable power on reset events observed in black box on 7/15/2014. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. There was no evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.